Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values. The parent reported that the sensor had been inaccurate for several days after the sensor was inserted and the transmitter was changed. No symptoms were specified. At one point the cgm value was 252 mg/dl but the bg finger stick value was 498 mg/dl, however the time the values were obtained was not provided. The child was taken to the emergency room (ER) around 8 pm on (B)(6) 2022. Treatment at the ER included IV medication (unspecified) and diagnostic urine and blood tests. No other medication was provided, and the patient was discharged at 12:30 am. After the event, the patient recovered and felt well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).